Event description:
The customer contact reported a constant proximal occlusion alarm with no occlusion present. The device was returned to the biomedical department with an unsigned note that stated, "biomed please check pump kept saying proximal occlusion." No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, the device alarmed with a constant proximal occlusion alarm with no occlusion present. Though requested, no additional information was provided.

Manufacturer narrative:
The device passed testing. Proximal occlusion alarms were noted in the device history but were not duplicated during testing. Although the device passed testing, the device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.